Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received keypad button was not responding. The customer¿s blood glucose level was 117 mg/dl. Customer stated that block mode was inactive. Customer stated that he was received a sensor updating and change sensor. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Device was programmed with test guardian 3 link and a test plug. Device was able to locate and connect to sensor. Device communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's weight information has been changed to (B)(6).